Event description:
It was reported the programmer turns on but unable to interrogate implanted device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event; programmer was able to interrogate a device wireless and n on-wireless using a known good rf (radio frequency) head. The programmer passed functional testing. (B)(4).